Manufacturer narrative:
Product was not returned. A DHR review (DHR sample vial lot #: 2107044. (Internal lot#: (200819-8b) and DHR test lot#: 2106075 (internal lot #: 210348-3y) of the associated kit lot number (k07a113107214m2) was completed, and 0 discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. False positive is a known possible outcome for a very small percentage of cases. Root cause cannot be determined based on the information available. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua (B)(4) all-in-one.

Event description:
One device reported as having a false positive result. Complainant performed an additional pcr test with a negative result.